Event description:
The customer called to report high blood glucose levels all day. The reported blood glucose reading was 300 mg/dl at the time of the call. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer did not have the tubing clamp for the high pressure test. The customer later called to report that she went to the emergency room due to high blood glucose levels and found that she had a bladder infection. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.